Event description:
It was reported the patient¿s pump was explanted on (B)(6)-2014 due to unknown type of infection. A culture was taken from the device pocket. It was unknown when the diagnosis occurred and if antibiotic treatment was necessary at the time of report. The location of the issue or symptom was the device pocket. No diagnostic testing or troubleshooting was required. It was noted that part of the catheter was removed. The remaining catheter remained implanted and out of service. The patient¿s status at the time of the event was alive ¿ no injury. The pump was used to infuse hydromorphone and bupivacaine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the date of onset/ diagnosis of infection was approximately (B)(6) 2013. The signs and symptoms of infection were redness, swelling, drainage, and an incisional wound opening. The primary location of the infection was the device pocket. A culture was obtained from the device pocket. The organism cultured was staphylococcus lugdunensis and enterococcus faecalis. Both intravenous (IV) and oral antibiotics and a partial device system explant were done as treatments for the infection. It was noted that the patient had a history of breast cancer before the implantation of the device. The patient¿s outcome was unknown. A follow up report will be submitted if more information becomes available.